Event description:
Coopervision received a note with returned lenses from the eye care practitioners office which stated proclear toric (omafilcon a) lenses were ordered for the patient in (B)(6), 2011). Patient experienced two eye infections while wearing the lens. Attempts by coopervision to received additional information regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was reported by a note from the eye care practitioner to coopervision. Lot r10597449x, exp 03/2017 was returned and evaluated. It is unknown which eye was involved in the incident. Method: actual device involved in the incident was evaluated. The device was examined for visual defects and measured for parameters. Results: calcium deposits were found in optical zone, and foreign bodies in 6 o'clock scribe mark. Calcium build up is often caused by poor tear chemistry, and is associated with a tendency towards dry eyes. Conclusions: no failure detected and product was within specification. There is no clear indication that the device could have caused or contributed to the incident. This case is reported as unconfirmed eye infections. To date there is no confirmation of treatment outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.